Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported through an email that his insulin pump has unexplained no delivery alarms two to three times a week. He frequently has to change the batteries, about every two days. Customer also has to restart the device during rewind to complete the process. The insulin pump recently rejected new batteries. Customer declined speaking with help line. Nothing further reported.